Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error alarm. The customer's blood glucose level was unknown. It also reported that power error recurred within a week of troubleshooting of previous occurrence. It was also reported that they received low battery alarm. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance with the electrical board. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing.